Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection with sepsis. There were no additional adverse patient effects reported. The ICD was explanted. Additional information received indicates that the patient had a staphylococcus aureus infection in the blood with remaining antibiotics. The physician recommended to remove the device. New device was implanted. There were no additional adverse patient effects reported. The ICD was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed as additional information indicates that the product was already returned and an update from product investigation was received. It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection with sepsis. There were no additional adverse patient effects reported. The ICD was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection with sepsis. There were no additional adverse patient effects reported. The ICD was explanted.